Event description:
The facility reported to largo customer svc a pump with an occlusion with no alarm. This event occurred during pt use. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available. During svc the reported condition was not confirmed.

Manufacturer narrative:
Eval summary: a baxter svc tech evaluated the pump. The reported condition of "occlusion with no alarm" was not confirmed.